Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 350 mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer doesn't want to return the set and reservoir for analysis. The customer reported the alarm did occur during manual prime. The customer was unable to troubleshoot at time of call because she is unable to determine the cause of the issue. The customer is returning the product base on her request.